Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: user's test strip had poor fill. (B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. Husband is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120- 150mg/dl the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The meter memory was reviewed for previous test result history (date / time not set): 160mg/dl (B)(6) 2016 05:52:00 am fasting: yes; 144mg/dl (B)(6) 2016 08:50:00 am fasting: yes; 146mg/dl (B)(6) 2016 09:49:00 am fasting: yes; 162mg/dl (B)(6) 2016 10:50:00 pm fasting: yes; 157mg/dl (B)(6) 2016 07:04:00 am fasting: yes. Memory concerns: 116mg/dl. Customer states his wife went to the lab and read 157mg/dl and that morning read 116mg/dl with the meter. Customer denies symptoms of low blood sugar and denies need for medical attention at the time of call. Meter date is correct but time is one hour behind and 15 minutes ahead. Actual time for result in question 7:35 am. Wife left home by the time call was complete could not obtain a back to back blood test with the meter.